Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s lead was experiencing diminished sensing and a diminished capture threshold. It was thought the lead had been minimally dislodged. The lead was explanted and a new lead was implanted. The patient was stable before, during and after the procedure. A week after the procedure the lead was tested and all results were within normal limits.